Event description:
The customer reported that during a collection procedure, there was a leak at the upper side of the set in the centrifuge channel. Due to EU personal data protection laws, the patient information is not available from the customer. Terumo bct is awaiting return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
The disposable set was returned for investigation. Air was inserted into the set and a small pinhole leak was noted on the sn out weld of the channel on the opposite side from the collect connector. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic inlet connector during long procedures,typically mnc collections. This leak results in a minor blood spill that remains fully contained within the system¿s centrifuge chamber. Corrective action: terumo bct has modified the standard optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism. The modified filler has been designed to enhance the system¿s reliability, by reducing the incidence of a specific type of disposable set leak.